Manufacturer narrative:
A review of the reported issue was performed by an intuitive surgical, inc. (Isi) quality engineer (qe). The following additional information was provided: the probable root cause is attributed to the linear rail in the universal surgical manipulator (usm). Correction to annex g = g04108 - rail. Correction to h8 = initial use of device.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that arm 1 was found to have a loose carriage. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. As of the date of this report, the usm has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the reporter is unaware of any damage to the system that may or may not have been caused by the customer. The issue was discovered in the morning when they draped the arm. They carried out the first operation then the arm was replaced by a field service engineer. The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection, the carriage was found to be loose that would be related to the reported event. The usm had rail swapped out with new and was able to be tested on patient side cart (psc) fixture test platform (pftp) passing all tests. As a result of these findings, fa was able to conclude that the linear rail in the usm was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.